Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the connector pins came apart. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there was component damage to the cable/cord/wiring of the motor device. It was further determined that the control was defective, the coupling was damaged, the hose was worn, and the front was missing a pin. It was further determined during the pre-repair diagnostics assessment that the device failed for motor thermistor assessment, safety assessment, loctite and cable assessments and for hand control assessment. It was noted on the service order that the device was overheating during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.